Manufacturer narrative:
Attempts were made to gather additional information regarding this event, but none was available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that potential intermittent loss of capture was noted on this right ventricular (rv) lead. The patient was referred for a cardiac resynchronization therapy defibrillator (crt-d) check. The crt-d and rv lead remain in service. No adverse patient effects were reported.